Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and found some drift in the low flow transducers. The fse performed the transducer calibrations, characterization of the valves and the operational verification procedure, which the device passed. At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation due to no failure or malfunctions being detected.

Event description:
The customer reported while in use with a patient, this avea ventilator failed to cycle a volume breath. The patient was switched to another ventilator and no patient harm or injury was reported.